Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the second evaluated smart coil. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Conclusions: evaluation of the first and second smart coils revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, the embolization will start to take shape inside the hub, resistance will be experienced, and damage such as this may occur. The offset coil windings likely further contributed to the resistance experienced during advancement. Further evaluation of the returned devices revealed that the first smart coil evaluated pusher assembly was kinked and the introducer sheath friction lock heat shrink tubing was compressed. The kinks in the pusher assembly were likely incidental and may have occurred while packaging the device for return. The friction lock heat shrink tubing being compressed on the proximal end of the introducer sheath likely occurred due to forceful handling during use. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01268.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistulas (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician advanced non-penumbra microcatheter toward the middle meningeal artery (mma), then attempted to advance a smart coil through the microcatheter. However, resistance was encountered and the smart coil became stuck in the middle of the microcatheter; therefore, it was removed. While attempting to advance a second smart coil, the physician experienced resistance and was unable to advance the coil out of its introducer sheath and into the microcatheter. Therefore, the introducer sheath containing the smart coil was removed. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01. Operator of device . Device available for evaluation/returned to manufacturer this report is associated with MFR report number: 3005168196-2017-01268 placeholder.